Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint. The instrument failed the electrical continuity test. The housing of the instrument was removed and the conductor wire was noted to be broken at the proximal end. As a result, energy activation would not work when activated on the system. The root cause of the broken conductor wire at the proximal end is attributed to a manufacturing issue. Product and event verification: a review of the device logs for the mcs (part# 470179-19 / lot# 2003020398) associated with this event has been performed. Per this review of the logs, the mcs was last used on (B)(6) 2020 via system serial# (B)(4). There were 0 uses remaining after this usage. A review of the site's complaint history does not show any additional complaints related to this product. No images or videos of the procedure were shared. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) instrument was unable to deliver energy. The customer replaced the cable but the issue persisted. An external generator was used but with no resolution. Then the erbe generator was changed with a spare one but with no resolution. The customer then replaced the instrument to resolve the issue. The procedure was completed with no reported injury.